Event description:
Per journal article: "laparoscopic repair of primary ventral hernias: outcomes of a retrospective cohort study on 200 surgeries using single mesh and ipom technique." The article presents a retrospective cohort study on 200 adult patients (male=126) underwent laparoscopic abdominal wall repair for primary ventral hernias from january 2011 to september 2024. The study included 147 umbilical hernias (73%) and 53 epigastric hernias (27%). The ventralight st mesh was inserted using a 10 mm port and applied on the defect by a specific echo ps positioning system. Generally, absorbable tacks sorbafix were used for fixation (138 patients) and, in selected cases, metallic capsure tacks were added. Overall, the average operative duration was 71 min (range 30-180), and the mean length of hospitalization was 1.6 days. The study reported no surgical site occurrences (ssos), emergency interventions due to omentum being trapped inside the hernias (n=11), additional procedures performed including four cholecystectomies and three abdominoplasties (n=25). Postoperative complications included one case of recurrence (n=1), which was confirmed by abdominal CT imaging and occurred 11 months after surgery. The patient declined further intervention. There was one case of symptomatic seroma (n=1), which was successfully managed with drainage. Chronic pain was reported in two patients (n=2); abdominal CT scans were performed to exclude recurrence, and no recurrent hernia was identified. These patients did not undergo additional surgical procedures and were referred to the pain management clinic. Two patients died during follow-up due to underlying medical conditions, occurring 2 and 3 years after surgery, respectively. Overall, the authors concluded that laparoscopic repair of primary ventral hernias (umbilical and epigastric) using a standardized ipom technique with a single mesh type yields excellent outcomes. The procedure was associated with very low complication and recurrence rates, minimal operative time, short hospital stays, and no conversions to open surgery. The absence of prior abdominal surgery and adhesions. The findings support laparoscopic repair as an effective option for primary ventral hernias. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and some requiring medical/surgical intervention we are reporting this as a serious injury MDR.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided in the article indicates that 4 of the 200 patients analyzed for the study experienced post operative complications of hernia recurrence (1), seroma (1) and chronic pain (2). The information obtained is limited to the content of the article. The article does not report that any specific device malfunction or post-op complications were caused or contributed to the use of the ventralight st w/ echo mesh. The adverse reaction section of the instructions-for-use, supplied with the device identifies seroma, hernia recurrence and pain as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.